Manufacturer narrative:
Philips service reinstalled the suite pc software and noted the external power issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that software corruption occurred due to an external power surge on a azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.